Manufacturer narrative:
Product analysis #702785554: brief description of complaint: at the start of the case, the generator failed to cut. Staff did not attempt coag. No interventional measures were taken. Additional information provided states that two events occurred, with one device tried in this event and with two devices tried in the second event, and that all 3 devices were returned together. As it is unknown which handpieces were involved in which pe, they will be investigated for both. Investigation conclusion: the reported issue was confirmed. The devices all function as intended and successfully activate on both cut and coag modes. An error code was observed during functional inspection of each device, confirming that they all had been activated prior to this investigation. However, the devices all failed the pull force test, confirming a loose connection exists between the devices and the generator, which can cause intermittent connectivity resulting in intermittent functionality. Additionally, it was found that the electrode glass insulation on each device had begun to flake/peel, although the cause cannot be determined in the laboratory environment. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: it was found that the electrode glass insulation on each plasmablade device had begun to flake/peel, although the cause cannot be determined in the laboratory environment. Failure found during analysis; therefore, patient information is not applicable.